Event description:
It was reported that while using the surgical fiber during a prostate procedure, the beam was observed to fire backwards at 42,000 joules of use. The case was completed using a second fiber. Pt outcome: "no damages to the pt".

Manufacturer narrative:
Fiber analysis: the fiber cap was found to exhibit cracks at adhesion zone; devitrification of the cap was also ob served. The fiber was tested using a hene laser test fixture and the output beam was confirmed to be very diffuse; a diffuse output beam would likely result in decreased tissue vaporization efficiency and could also appear to be firing "backwards"/in the opposite direction. The potential for forward firing many exist. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure; limiting the performance of the fiber.